Manufacturer narrative:
(B)(4). Investigation: visual inspection of the returned part revealed no anomalies. The rlad failed functional tests. Per conversation with the service technician, the machine was alarming "return line air detector detected fluid too soon", but the service software only indicated the sensor to be detecting air. It was confirmed that the test bed with this component loaded failed prime. The service technician replaced the rlad. Root cause: defective rlad, most likely due to a supplier issue. Corrective action: due to issues identified at the supplier with quality of the pcb boards used in the sensor and the process for assembly, (B)(4) was initiated and an inventory was completed on the production floor. Suspect sensors were returned to the supplier and corrective action was requested. Additionally, a new pcb board supplier was validated by the supplier and caridianbct. Return air line detectors with the new boards were cut into production beginning with machine s/n (B)(4).

Event description:
The customer reported that the return line air detector (rlad) was operating intermittently and not detecting fluid. The return line air detector is a secondary safety sensor used in conjunction with the level sensors and alarmed as designed. Patient information is not available at this time. This report is being filed due to a device malfunction.